Event description:
In 2003, a patient sample was run with an initial result of 1.41 ng/ml and repeat result (duplicate run) of 8.14ng/ml. The customer reran the same sample in replicates and obtained the results of 1.45ng/ml and 1.33 ng/ml. Customer was running accu tni tests in duplicates. No erroneous results were reported outside the laboratory.